Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis), gore® excluder® aaa endoprosthesis devices, and gore® excluder® iliac branch endoprosthesis devices. On (B)(6) 2025, the patient was discharged from the hospital. On (B)(6) 2025, the patient was urgently transported to the hospital. CT revealed a type a dissection (outside the treatment area of the excluder devices), collapse of the proximal portion of the trunk ipsilateral leg endoprosthesis, and almost complete loss of blood flow to the lower limbs. On the same day, the patient underwent artificial graft replacement. The physician stated that an ultrasound taken at discharge revealed no endoleaks and no findings suggestive of type a dissection. The physician also stated that the type a dissection was observed approximately 2 weeks after discharge, so it might have newly developed after discharge, and the proximal portion of the trunk ipsilateral leg endoprosthesis might have collapsed because a false lumen compressed it.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.